Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported they had not done anything for the patient. All the patient got was an infection and had them removed.

Event description:
It was reported that the patient's implantable neurostimulator (ins) and extension was removed two weeks ago because of erosion through the skin. It was noted that the patient had skin cancer, which may have played a role in the erosion. The lead was kept and retunneled back to the head area, then coiled in the left frontal area. Two extension boots were placed over the proximal lead and sutured to protect the electrodes. It was noted that these were not the standard lead end caps packaged with the lead. The patient's physician wanted to perform a brain MRI on the patient because the patient was going to have a right brain lead placed in the future. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had a deep brain stimulation (dbs) system revision on (B)(6) 2012 and was seen by a health care professional on (B)(6) 2012 for follow-up. There were no reported dbs issues, only that they were making adjustments with programming and medication. The patient had another follow-up appointment with the health care professional scheduled for (B)(6) 2012.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product type extension product ID 7438 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient product ID 3389s-40 lot# v425792 serial# implanted: (B)(6) 2010 explanted:; product type lead. (B)(4).